Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to enterococcus infection. Reportedly, there was also growth on the leads. There were no additional adverse patient effects reported. The lv lead was explanted.